Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she bled a little upon sensor insertion. At the sight of blood, patient removed the sensor, not following proper sensor removal technique. Sensor wire became missing and patient is concerned that it could be inside her skin although patient states remembering something that looks like the sensor falling to the ground, after sensor removal. At the time of her call to dexcom technical support, patient reports that her insertion site was a little tender.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.